Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 389033, lot# j0326918v, implanted: (B)(6) 2004, product type; lead. Product ID: 389033, lot# j0406105v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the patient had high impedance on contact 2 but the patient was not programmed with that contact currently. It was reported that the value of the impedance on contact 2 was >3,600. The patient was reported to be charging too often. The therapy impedance was checked and reported to be 399 ohm. The patient¿s setting and recharge interval calculation was 23 days and parameter used ++-3.2 v 399 ohms, 50 hz 450 pw. No patient complications have been reported because of this event.